Event description:
Related manufacturer report number 2017865-2022-08306. It was reported that during a device replacement procedure due to normal end of life, the lead was unable to disconnect from the device. The lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of unable to remove the lead from the device header was not confirmed. As received only the connector portion of the lead was returned in one piece. Due to the procedural damage on the connector portion, dimensional analysis and insertion test could not be performed. Visual and x-ray examination did not find any other anomalies with the exception of procedural damage.